Event description:
On (B) (6) 2010 the pt reported that for the past year he has had ongoing elevated blood glucose readings. He stated that about 2 days after he inserts his insulin infusion headset, he has noticed air bubbles in the tubing near the luer lock connection. He said his infusion device adapter was changed 5-6 months ago and was advised to change it every 10th cartridge change. He stated he has scar tissue and increased fat at his headset site. Insulin absorption, site rotation, and site management were discussed with the pt. He said he is taking other medication that greatly affect his blood glucose control. Courtesy adapters, infusion sets and a guide to infusion site management were sent to the pt. A request for add'l training was submitted. Repeated attempts to f/u with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.